Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The inner insulation of the lead was extrinsically breached due to pulling/stretching/overstress. The outer insulation of the lead was extrinsically breached due to pulling/s tretching/overstress. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted to the hospital for generalized weakness. The right atrial (ra) was found to have elevated thresholds with no capture. A chest x-ray revealed that the ra lead had dislodged. The ra lead was attempted to be repositioned; however, the lead dislodged again. The lead was removed and a new lead was implanted. The patient is enrolled in the pan cvg clinical study. No further patient complications have been reported as a result of this event.